Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an trident acetabular hemi cup.when completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: there was some discolouration due to in-vivo service. No bony or fibrous on-growth was noted. It was returned assembled with the poly insert and two screws. No dome hole plug was present. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. The material analysis concluded that:the acetabular screws fractured in fatigue. Shell loosening can result in high screw stresses; although, the cause of fracture could not be determined in this analysis. No material or manufacturing defects were observed on the devices examined. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could determine a root cause. A review of the provided information by a clinical consultant indicated: "regarding the referenced pi, this case represents a female patient whose date of birth is (B)(6) 1936. On (B)(6) 2010 she underwent a primary right total hip arthroplasty for a diagnosis of osteoarthritis of the right hip. An operative report describes spinal anesthesia and an anterior approach. The acetabulum was reamed to 51 millimeters for a 52 trident acetabular shell with two screws. A 36/0° insert, a #2 accolade stem, and a 36/minus-5 cobalt chromium head were also inserted and uncomplicated surgery was described. On (B)(6) 2014 an x-ray report of the right hip describes '¿ failure of the acetabulum with rotation approximately 90° ¿ breakage of two screws ¿ prior x-ray suggests subtle lucency beneath superior aspect of the cup ¿' on (B)(6) 2014 a revision of her right total hip to a bipolar hip arthroplasty with allograft bone and dbm putty for a diagnosis of aseptic failure of the acetabulum with massive osteolysis of the acetabulum was performed. The operative report describes spinal anesthesia and use of the previous anterior incision. The femoral component was noted to be intact and the acetabulum was loose and rotated 90° with a significant defect of the superior rim and medial wall. The acetabulum was reamed to 60 millimeters and a bipolar arthroplasty was chosen since it was considered a total hip acetabulum would be unstable. Two screw fragments were not removed to preserve the bone, and 30ml of cancellous chips and 10ml of dvm putty were back reamed with a 59 reamer into the acetabulum. A 61/26 bipolar head with a 26/minus-3 head were inserted on the retained stem by uncomplicated surgery. On her office visit of (B)(6) 2014 the staples were removed. Her post-operative course was noted to be uneventful and she was to return in four weeks. She was seen on (B)(6) 2014 where it was noted she had equal leg lengths, a painless range of motion, and gait non antalgic. Her x-ray was noted to be satisfactory, and she was to return in six weeks. At her next visit on (B)(6) 2014 she denied problems and her x-ray was described as satisfactory. She was to return in three months. No subsequent follow-up is documented. A material analysis report dated (B)(6) 2014 of a trident 52 hemispherical cluster shell, a 36/0° x3 insert, a v-40 36/minus-5 lfit head, and two acetabular screws includes ten photographs of the explanted components, including close-ups of the screw fracture surfaces, and one eds spectrum graph of the adherent debris. The conclusions of this report are: the acetabular screws fractured in fatigue. Shell loosening can result in high screw stresses. Cause of fracture cannot be determined; scratches in the acetabular insert and femoral head likely due to third body debris; femoral head taper surface exhibited adherent debris consistent with a corrosion product; no material or manufacturing defects were observed. No clinical or past medical history and no patient demographics are available. Based upon the information reviewed, no determination can be made regarding the failure of biologic fixation of the acetabular component resulting in the fatigue fracture of the two screws and migration of the cup. The material analysis report did not observe any evidence of manufacturing or material defects in the explanted components. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other event for the reported lot. The same device was reported twice for the same patient. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, further patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported that upon x-ray it was apparent that there was a need for a revision of the cup that was originally implanted and the acetabular screws were broken.

Event description:
It was reported that upon x-ray it was apparent that there was a need for a revision of the cup that was originally implanted and the acetabular screws were broken.